Manufacturer narrative:
D6: explant date unknown. The investigation of positioning issues has been completed. The impella device was not returned for evaluation. Without additional clinical details, the root cause of the reported issues could not be determined. H6 medical device problem code 1559 was erroneously entered on the initial manufacturer device report number 1220648-2025-28265. New medical device problem code entered.

Manufacturer narrative:
The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental manufacturer device report will be filed.

Event description:
It was reported that a patient was placed on impella 5.5 for hemodynamic support. During support, it was noted that placement signal low alarm routinely alarming due to positioning. An echocardiogram was performed multiple times to confirm the pump was in good position. Once the patient was repositioned in bed, the alarms resolved. Again, intermittent placement signal low alarms occurred when the patient turned on their right side. The care team was aware that the pump was positioned deep and was considering repositioning the pump. The patient survived.